Event description:
The customer reported that after a few seal cycles, the regrasp alarm, indicating an incomplete seal, went off. Another device was used to complete the procedure without incident. There was no pt injury. The incident device was returned and a visual inspection revealed that there was a bare wire at the jaw of the device.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation of the incident device revealed no resistance when tested on the multimeter. When plugged into the generator, it was confirmed that there was no power to the handpiece. A visual inspection showed that the overmold had separated and receded, exposing bare wire at the jaw. There was no electrical connection. It appears that the rubber overmold was inadvertently pulled back exposing the underlying metal and crimped wire. The wire was not connected securely and pulled out of the crimp. This would cause the regrasp alarms reported by the customer. No trend has been identified for this issue.